Event description:
This ra lead was implanted on (B)(6) 2006, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that ra lead exhibited several lead safety switch. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).